Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device had run-on. 19 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 20 previously reported events are included in this follow-up record. Product return status 20 devices were received. Event confirmation status 17 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 12 devices were found to be affected by corrosion. 3 devices were found to be affected by non-stryker components and modifications. 3 devices were found to be affected by a worn/damaged trigger assembly. 2 devices had no problem found.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device had run-on. 19 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 14 events were originally reported for this failure mode during the reporting quarter. - 6 events were inadvertently excluded. - 20 reported events are included in this follow-up record. Product return status 19 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 16 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 11 devices were found to be affected by corrosion. 3 devices were found to be affected by non-stryker components and modifications. 3 devices were found to be affected by a worn/damaged trigger assembly. 2 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 14 device investigation types have not yet been determined. Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had run-on. 12 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.